Manufacturer narrative:
Updated to indicate serious injury.

Manufacturer narrative:
One opened/used sensor was inspected and continuity resistance test was performed and the sensor failed test.

Event description:
The customer's spouse reported via phone call that they were experiencing high and low blood glucose levels. Blood glucose level at the time of the incident was 303 mg/dl which was treated by bolusing through the insulin pump. Blood glucose level then dropped to 49 mg/dl which was treated with sweets. The customer also reported getting sensor glucose not available alert. Customer declined troubleshooting for the high and low glucose level. The sensor will be returned for analysis.